Event description:
A surgeon reported that a memory lens iol implanted in a pt's eye in 1999 has since opacified. The surgeon plans to explant the lens in the near future. Several attempts have been made to obtain additional info. No further info is available.